Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "'description according to the operating room: intraoperatively, the thread of insert 1806-6172 broke. The insert became stuck in the thread and could no longer be disconnected.'' Update september 22, 2025. How was the event resolved? Other surgical trays and instruments were opened. Was the explanted implant a stryker/wright medical or from competition? The product was one from the competition. If stryker/wright medical, why did the surgeon decide to explant the device? Patient request. If the device was broken or damaged: was there hard/dense bone? It was hard dense bone. Was there any debris reported? Were they all removed from the surgical field/patient? All debris could be removed.

Event description:
As reported: "'description according to the operating room: intraoperatively, the thread of insert 1806-6172 broke. The insert became stuck in the thread and could no longer be disconnected.'' Update september 22, 2025 ¿ how was the event resolved? Other surgical trays and instruments were opened. ¿ was the explanted implant a stryker/wright medical or from competition? The product was one from the competition. - if stryker/wright medical, why did the surgeon decide to explant the device? Patient request ¿ if the device was broken or damaged: - was there hard/dense bone? It was hard dense bone - was there any debris reported? Were they all removed from the surgical field/patient? All debris could be removed

Manufacturer narrative:
The reported event could be confirmed, since the device was returned broken and jammed with the t-handle. The device inspection revealed the following: as a received condition, the conical extractor and the t-handle were found assembled and could not be separated using normal force. These components are not intended to be assembled together, as they belong to different product systems. According to their respective operative techniques, the conical extractor should be paired with a teardrop handle from its own system, while the elastosil t-handle is designed for use with compatible instruments featuring an ao fitting. Therefore, the inability to disassemble the components resulted from off-label use by the user. The extractor is fractured at its tip. The fracture surface appears smooth and relatively flat, with no visible signs of plastic deformation. This is characteristic of a brittle fracture, which most likely resulted from torsional overload and excessive force applied during use. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The breakage was caused by the use of torsional overload and excessive force applied during use, and the disassembling impaired was caused by off-label use of the devices, as they should not be assembled together. If more information is provided, the case will be reassessed.